Manufacturer narrative:
E1: patient city: (B)(6).

Event description:
Unomedical reference number (B)(4) event occurred in canada. It was reported that the patient required hospitalization and emergency medical treatment due to any blood glucose level, dka seizure or diabetic coma event on 11-jun-2024. Dka and walking pneumonia was reason for hospitalization. Length of hospitalization was 5 days. Loss of consciousness was symptoms reported during hospitalization. The blood glucose level was 60 mmol/l. Ketones test result was positive. Patient was treated with IV drip. No further information available.